Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A manufacturing record review was completed by yokowo and no related non-conformance's were found. Case details were reviewed. Patient underwent a cto pci procedure. The vessel was lad with severe calcification and no tortuosity. A spectre guidewire was one of the devices used in the case. The patient endured an ellis I perforation. Per IFU, vessel perforation was identified as a potential adverse effect that may be associated with the use of the spectre guidewire. No product was returned to vsi/teleflex for investigation. It is unknown if the spectre guidewire was damaged during use that contributed to the event without product evaluation. Multiple ancillary devices were used in the case. It is unknown which device caused the perforation. Patient did not show any symptoms. Possible extravasation was noted on the angiogram. Prophylactic prolonged balloon inflation treatment was employed in the suspected area. Protamine administered to reverse anticoagulation. Post procedure tee showed no effusion. Patient discharged without any sequelae. No adverse events reported at the 30 days follow up visit. Based on the information, the most likely root cause of the issue is undeterminable.

Manufacturer narrative:
Manufacturing records will be reviewed. A follow-up report will be issued after the investigation is complete.

Event description:
During a cto pci index procedure for the cto-pci study of a severely calcific non-tortuous lesion located in the prox. Lad, the subject suffered an ellis I perforation. Many devices were used during the procedure, both study and non-study and it was felt that perforation was due to catheter course, but it is unknown which device caused the perforation. Study devices used in the procedure included a turnpike spiral microcatheter, spectre 200 cm and 300 cm guidewires, a raider guidewire, and a warrior guidewire. Subject showed no signs or symptoms overtly and possible extravasation was noted on one angiogram. Prolonged balloon inflation was performed in suspected area prophylactically, but not specifically for tamponade or perforation, protamine was administered to reverse anticoagulation. Post-procedure tee showed no effusion. Subject discharged home next day, resolved without further sequelae. No adverse events were reported at study 30-day follow-up visit. Associated mdrs: MDR 2134812-2021-00037 raider guidewire. MDR 2134812-2021-00038 spectre guidewire. MDR 2134812-2021-00040 turnpike spiral. MDR 2134812-2021-00041 warrior guidewire.